Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm (from aortic arch to renal arteries) using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used for a chimney stent for the right renal artery. On (B)(6) 2026, a follow-up examination revealed that the right renal artery was occluded due to thrombosis. Thrombectomy was performed and the blood flow was restored. The patient was being under monitoring. The reporting physician commented as follows: vsx device was slightly compressed by the ctag ac for a few centimeters from the origin of the renal artery, and this was thought to be the cause of thrombosis.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1103: as reported, gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used as a chimney stent for the right renal artery for treatment of a thoracoabdominal aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. The specific application described is not an indicated use for the vsx device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.